Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. Customer called back and stated that since she has been on the pump her blood glucose is fine. Customer mentioned having scar tissues.